Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with pacemaker syndrome presented in clinic. The patient received inappropriate ams. Pvc led to retrograde conduction. Programming changes were recommended. No further information is available.